Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the video function not functioning properly is due to the breakdown of the cable. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the intended procedure was a laparoscopy. The procedure was completed with another set of equipment. There are no additional details regarding the patient or event.

Event description:
The customer reported to olympus, the hd autoclavable camera head simply displays a black image with orange stripes during operation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, it was discovered, the display image was flickering due to the peeled off cable unit. In addition, it was noted, the coupler mount was deteriorated and the device was no longer water tight due to the damaged cable unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.